Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that routine blood work on (B)(6) 2015 indicated that the patient¿s lactate dehydrogenase (ldh) level was elevated to 1554 u/l from a baseline of 300 u/l to 400 u/l. The patient also experienced increased shortness of breath while at rest. The patient¿s inr had been fluctuating from 1.6 to 2.3. The patient¿s target inr had been set at 1.8 to 2.2 due to previously unreported recurrent gastrointestinal bleeding. The patient presented to the outpatient clinic for a diagnostic ramp study on (B)(6) 2015, which was suspicious for device thrombosis. The pump speed was increased to 9600 rpm from a baseline of 8800 rpm. The patient was then admitted for heparin therapy and further management. The patient underwent a pump exchange on (B)(6) 2015. Upon explant, visible thrombus at the inflow stator was noted. Drainage was reported at the patient¿s original driveline site and cultures were taken. It was reported that there was no sign of a pump pocket infection. Additional information was received from the intermacs registry stating: arrived at vad clinic w/sob and elevated ldh to 1500. Diagnostic ramp study suspicious for thrombosis. Additional information also included indicated: intravenous anticoagulation: yes; device malfunction: n; patient outcome: exchange - yes; device malfunction causative factor: sub therapeutic anticoagulation - yes.

Manufacturer narrative:
Approximate age of device - 2 years and 10 months. The explanted device is expected to be returned for analysis. It has not yet been received. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Device evaluation: the pump was returned with the driveline cut approximately 1 inch from the pump housing and the severed portion of the driveline did not return. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft and outflow graft bend relief did not return. The outflow elbow was returned unattached from the pump outlet port. Upon disassembly, examination of the blood tube/rotor inlet section revealed a large, denatured thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to have evidence of laminated layering, which indicates that it was present while the pump was operating. Examination of the outlet stator revealed non-laminated depositions situated in between outlet bearing ball and the stator blades. The lack of laminated layering indicates that the depositions did not develop in the outlet stator. Although their origins and a duration of time for which they were present in the outlet stator could not be conclusively determined, the contact marks on the outlet bearing cup and outlet cone section of the rotor suggest that the depositions, or a larger deposition, were present in the outlet stator while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. However, a correlation between the device and the observed thrombus, the reported gastrointestinal bleeding and reported driveline infection could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the values recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis, bleeding, and driveline infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.